Manufacturer narrative:
The device was returned and evaluated. Evidence of fluid ingress was found. The electrical components replaced due to the ingress are: power supply, centrifuge, distribution pcb, ac harness, ac filter, top deck and chassi. The device will be cleaned, repaired and upgraded before returning to customer. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a cardiopat device with description ¿blood spill.¿ no patient/operator injury reported.